Event description:
Pt was revised to address fracture of the locking ring.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approx 10 years ago. Examination of the returned device finds the material of locking collar component has begun to delaminate. This is suspected to be because of the length of time implanted. Per the reporting it was implanted approx ten years ago. Based on the evidence found and that the device was released for distribution in december of 1986 it is believed implanted for a considerably longer period than the reported 10 years, leading to the condition found. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution in 1986. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.